Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info; source: online customer reviews.

Event description:
Reported one false negative sars result. The consumer communicated the result was confirmed by alternate testing method (method unknown).